Event description:
On behalf of the customer, the conmed representative reported issues with a vcare large (37mm) cup #60-6085-202a, reported lot 202107121, recently experienced by highland hospital on (B)(6) 2021. Information received was that ¿vcare handle broke during surgery". It is noted there was no impact or injury to the patient. The procedure was completed with a 30minute delay by using another device. Additional information received notes the issue occurred while in use in a hysterectomy procedure during the uterine manipulation. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence due to previous filings for similar failures with this device.

Manufacturer narrative:
D4: during record processing it was determined that the reported lot number 202107121 was not valid for a 60-6085-202a. Manufacturing records could not be located for the reported lot number 202107121 and item 60-6085-202a combination. Lot # changed from 202107121 to unknown. H4 manufacturing date removed as provided lot not valid for reported vcare size. H10: investigation of the reported issue finds it to be confirmed. The device will not be returned for evaluation, but photographic evidence was provided. The image exhibits the reported claim however a root cause cannot be established. As a valid lot number / product device combination was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history revealed there has been a total of 57 complaints, regarding 68 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Instructions for use (IFU) provide the user with detailed information regarding proper care & use of device. IFU gives specific direction as to safely & carefully removing the vcare after use. The user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Upon removing, visually inspect vcare & patient to ensure the entire device was properly removed & no components were retained in patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with a vcare large (37mm) cup #60-6085-202a, lot 202107121, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received was that ¿vcare handle broke during surgery". It is noted there was no impact or injury to the patient. The procedure was completed with a 30minute delay by using another device. Although requested, no other information has been made available. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence due to previous filings for similar failures with this device.